Manufacturer narrative:
E1: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported problem. The investigation determined that the cause of the issue was the dso seal. The dso seal was replaced.

Event description:
It was reported that the downstream occlusion (dso) seal is problematic. Per reporter, the problem occurred during a workshop quality control. There was no patient involved.